Event description:
During a lower anterior resection procedure when the cs29 stapler was fired the device failed to form staples or to transect the tissue. Another device was used to complete the procedure.

Manufacturer narrative:
The returned cs29 was visually examined and functionally tested. The malfunction was confirmed in that when the device was fired it failed to transect the test medium or deploy formed staples. When the device was disassembled it was noted that an operational step (welding) in the manufacture of the device had not been performed. This was the root cause of the malfunction. All items in inventory have been screened for this non-conformance. The supplier of the component has been notified, and has taken corrective action.